Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise. In-office testing was completed and the noise was unable to be reproduced with isometrics. No reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.